Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.0.1. H3, h6) a software analysis was conducted and analysis confirmed the reported event. It was observed from the logs that there were two sessions. In one session, there was a core file that was generated from "qmlguiservice" and user was in 'navigation' task for procedure "current procedure type: tumorresectionoptical". It was noted that the registration was attempted with error metric 2.9 and 2.7 and then there was a crash that occurred prior. There was a message mentioning cleared low performance warning, also. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system displayed "loading registration data" the entire case, just in the bottom corner of the system. The system rebooted to the "linux"/admin screen and they were able to sign out and sign back in to be able to continue the case. It was noted the "loading registration data" was in the corner still at this point. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. Additional information received indicated exiting the procedure resolved the issue.